Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the front right caster wheel is falling completely off of the device.

Manufacturer narrative:
The device was evaluated by the returns department which found that the bearings went bad at top of right stem.

Event description:
The dealer states that the front right caster wheel is falling completely off of the device.